Manufacturer narrative:
On (B)(6) 2024, a patient underwent implantation. According to the sales representative, the flexible drill shaft ic (ref (B)(4)) broke, when the surgeon attempted to drill a hole to put a screw into the dome of the cortilo rs. As a conclusion, a flexible drill shaft ic was used during the surgery, which broke intraoperatively. Following an optical examination of the instrument in consideration of the visual image provided by the distributor, it was determined that the broken flexible drill shaft had fractured at the transition between the head of the instrument and the flexible part of the shaft. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
Trying to put a screw into the dome of the cotilo rs the doctor forced the inclination to drill and broke the flexible drill shaft.

Manufacturer narrative:
On (B)(6) 2024, a patient underwent implantation. According to the sales representative, the flexible drill shaft ic (ref 02822120) broke, when the surgeon attempted to drill a hole to put a screw into the dome of the cortilo rs. As a conclusion, a flexible drill shaft ic was used during the surgery, which broke intraoperatively. Following an optical examination of the instrument, it was determined that the broken flexible drill shaft had fractured at the transition between the head of the instrument and the flexible part of the shaft. The head of the flexible drill shaft was not available for optical examination, thereby limiting the investigation to the shaft itself. After a review of the product and manufacturing documentation, a technical cause that could be traced back to manufacturing problems can be ruled out. The standard surgical techniques and the instructions for use have been checked in terms of content, no errors could be found. The incident can be regarded as a random failure of a component with regard to the drill shaft. A possible cause for the break of the drill could have been an unintentional user error, but the condition of the bone could also have had an influence, however both was not reported. This event was assigned to the error pattern "break of the instrument" with the consequence "extension of the operating time".

Event description:
Trying to put a screw into the dome of the cotilo rs the doctor forced the inclination to drill and broke the flexible drill shaft.